Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported the sensors stop working. Sometimes they last only 1 hour and sometimes 24 hours. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. The returned senor passed visual inspection; however, failed functional analysis due open infrared in the emitter assembly. Open emitter was most likely due to a failure between bond wire and die attach. A ¿replace sensor" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.